Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 66052 with the incident lot was not observed.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube was underfilling.